Manufacturer narrative:
Updated fields - b4, e1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) performed preliminary assessment. Unit boots up and display menus load fine. Display not dimming. Move display everywhere, and shake top and bottom monitor, and monitor cable. Display menus still fine. No errors or fault logs found. Turn unit off. Reseated monitor cable to unit 3x¿s. Turn unit on, display menus still fine. Fse did not witness problem. Device passed all functional and safety tests per manufacturer specifications. Unit cleared for use.

Event description:
N/a.

Event description:
It was reported that during routine check, when cs300 intra-aortic balloon pump (iabp) was powered on, the screen dims out altogether with no picture. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.